Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ck8n. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: was this the donor or recipient? Donor. Were the tips of device visible during firing? The space of this operation is so narrow that I think the vision of the tip isn¿t clear to check firing. Does the surgeon routinely wait 15 seconds prior to firing? No, during handling the vessel, the surgeon didn¿t wait 15 seconds prior to firing. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? No, it can¿t be confirmed because the vision wasn¿t clear. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? No, it can¿t be confirmed because the vision wasn¿t clear. Were staples seen in operative field? If so, were they a proper b shape? It can't be confirmed. All surgeons and nurses were busily engaged in rescuing the patient after the defect firing. Were blood products required? If so, how much? Yes, as the doctor¿s description, the patient was transfused 3000c.c blood. How was the procedure completed? The surgery was completed by laparotomy. What is the current patient status? As the doctor¿s description, the condition of the patient is stable and left the hospital two days ago.

Event description:
It was reported that the gu surgeon used pvs for kidney transplant surgery. He is an experienced surgeon in transplant surgeries, and has twice pvs experience in kidney transplant surgeries. This time doctor wanted to ligate renal vessel with pvs. When he approached the rv and pulled the trigger, the stapler was smoothly fired. As opened the jaw, suddenly the staple line was bleeding around 3000cc. The surgery was completed by laparotomy. No further information regarding patient was received.